Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19620, related manufacturer reference number: 2017865-2021-19622. It was report that during a remote follow-up under-sensing was noted on ra lead. Patient brought in to clinic and x-ray showed both ra and rv leads pulled back. During lead revision/replacement and interrogation, rv lead functioned normally. Upon opening the pocket, it was noted evidence of twiddler¿s syndrome as the device was flipped upside down and the leads were coiled on top of the device. The ra lead was explanted and replaced. Rv lead and device were repositioned and remains implanted. The patient was in stable condition.